Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump alarmed no delivery. The customer's blood glucose level was 389 mg/dl at the time of the call. The customer stated that they could not troubleshoot the issue at the moment but mentioned that the cannula was not bent. The customer believes that the infusion set or reservoir may be the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.